Event description:
In 2009, pt reports, he received e4 (occlusion) while trying to deliver a bolus. He states his blood glucose was 144 mg/dl, which "is high for 3 hours after I ate." Pt reports he would expect blood glucose to be within 90-110 mg/dl at that time. Pt states he received 1.6 units of the 17 unit bolus that was programmed. He reports the exact same thing happened five days prior to report, during basal rate delivery. There were no physiological effects reported for the same day. Had pt disconnect infusion tubing form the infusion headset, prime and bolus 4 units of insulin from the infusion tubing. Both of these were successful. Pt reports there was a slight wave to the infusion cannula when it was removed. Pt inserted a new infusion headset and successfully delivered remaining bolus amount during call. Reviewed infusion site selection and management. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent info on infusion site management, product was replaced, and requested return of the suspect product for evaluation.